Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent. The distal conductor had blood/body fluid (not obstructed) and the connector pin was bent. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). Visual analysis revealed the lead was damaged at implant. The lead was returned with blood on the helix which was extended and bent. Attempts were made to bend the connector pin back slightly to test the helix but the helix was bent too far to test.

Event description:
It was reported that during the implant attempt, the helix appeared to be extended on the right ventricular (rv) lead prior to the physician exercising it. The lead was removed from the patient and the helix would not retract back into the lead body. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.